Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been 3 other events for the lot referenced, however, they are for the same patient. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Update per medical review: "on (B)(6) 2015 she underwent a right acetabular liner change and achilles allograft to the posterior capsule for "unstable right tha"."

Event description:
Update per medical review: "on (B)(6) 2015 she underwent a right acetabular liner change and achilles allograft to the posterior capsule for "unstable right tha"."

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: visual, dimensional, functional & material analysis inspection: not performed as device was not returned. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "on (B)(6) 2009 she underwent a primary right total hip arthroplasty for a diagnosis of right hip osteoarthritis. On (B)(6) 2012 she was seen complaining of right lateral hip and groin pain for eight to ten months. Physical examination revealed pain in the right greater trochanter with internal and external rotation of the hip, and pain to palpation of the right sacroiliac joint. The impression was greater trochanteric bursitis, which was injected with depo-medrol and lidocaine. An x-ray of the right hip noted, "good placement and fixation acetabular and femoral components. (B)(6) 2015 with eighty percent relief of pain. She had no complaints referable to her right hip. She was seen in the emergency room on (B)(6) 2015 complaining of right hip pain for two days and only with weightbearing .x-ray showed "right acetabular component displaced from native acetabulum". The plan was revision surgery. On (B)(6) 2015 she underwent revision of the right acetabulum and femoral head for a diagnosis of "loosening right acetabular component". The operative report describes general anesthesia and use of the previous surgical incision. The operative report notes, "large amount of fluid. Hemosiderin stain from acetabular loosening. Removed femoral head from c-taper some corrosion product present. Removed acetabular component and screw without difficulty. On (B)(6) 2015 it was noted, "twisted to answer the phone" and the right hip dislocated for which she underwent a closed reduction. She dislocated again on (B)(6) and (B)(6) 2015, and underwent closed reductions.on(B)(6) 2015 she underwent a right acetabular liner change and achilles allograft to the posterior capsule for "unstable right tha". The operative report describes general anesthesia and use of the previous posterolateral approach. The acetabular liner was changed to a 54 mdm liner with a 42 poly liner and a plus-4 biolox head. An achilles allograft was fixed with two synthes screws and washers and two synthes cables. Uncomplicated surgery was described. An office visit of (B)(6) 2015 notes, "doing good . In brace". When seen on december 21, 2015 it was noted, "in abduction brace . Going to p.t. Getting stronger". On october 14, 2016 she was seen and it was noted, "going to p.t. After last surgery no more dislocations ... On a cane". There is no documented follow-up subsequent to this visit available... Multiple undated x-rays of the right hip show an uncemented total hip arthroplasty with one screw in the acetabulum. The hip is reduced and in nominal position. Several show the acetabulum having migrated vertically.x-rays dated (B)(6) 2015 are multiple views of the right hip in which the acetabular component is now 90° vertical and rotated out of the host acetabulum...there is no examination of the explanted components. Failure of fixation after a primary acetabular component has been in situ six years may have been associated with metabolic and/or medication factors, single screw augmentation, or failure to gain firm fixation in osteoporotic bone reamed to 52 millimeters for a 52 primary cup. There is no evidence that factors of faulty component design, manufacturing or materials contributed to this clinical situation." Product history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 3 other events for the lot referenced, however, they are for the same patient. Conclusions: the event of revision due to instability was confirmed as noted by a consulting clinician: "on (B)(6) 2015 she underwent a right acetabular liner change and achilles allograft to the posterior capsule for "unstable right tha...there is no evidence that factors of faulty component design, manufacturing or materials contributed to this clinical situation." The exact root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.